Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead had high impedance, a fracture confirmed on x-ray and low high-voltage coil impedance. Additionally the right atrial (ra) lead had low pacing impedance and was over sensing noise when the patient moved shoulders or arms above the shoulder level. The rv lead was capped and replaced and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 419588 lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.